Manufacturer narrative:
A representative reviewed system logs and they showed the error was due to the emergency switch no being pressed fast enough. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the site noticed the system was stuck in standalone mode and would not boot. No patient was present. A day later it was reported the system was rebooted and the standalone cleared.